Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event: handle cannula detached. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a procedure. According to the complainant, the handle cannula of the snare was noted to be detached from the finger rings, and the device could not be retracted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was confirmed that there were no adverse patient outcomes.